Event description:
It was reported that the device was unable to be interrogated via radiofrequency telemetry. Abbott technical support was contacted and the device was upgraded and reprogrammed to resolve the event. The patient was in stable condition.